Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sep2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Device evaluation and repair are pending. The customer replaced the central processing unit (cpu) to address the issue and the unit was returned to use. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.

Event description:
It was reported that the ventilator generated a backup alarm test failed (1104) error code. No patient involvement.